Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a rise in pacing impedance and shock impedance measurements. A high out of range shock impedance measurement of greater than 125 ohms was observed. All other rv lead diagnostics were normal and no noise episodes were noted. The physician believed the issue may be due to calcification at the lead tip as well as the patient's own condition. At this time no changes have been made and the rv lead remains in service. No adverse patient effects were reported.